Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects reported in the articles are captured under a separate medwatch report. Literature attachment: article title "classification of primary mitral regurgitation using extramitral cardiac involvement in patients undergoing transcatheter edge-to-edge repair" the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported death and heart failure were unable to be determined. The reported patient effects of heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article "classification of primary mitral regurgitation using extramitral cardiac involvement in patients undergoing transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate the prognostic significance of a recently established classification system that characterizes the extent of extramitral cardiac damage in patients undergoing teer for pmr. Devices mentioned include mitraclip. The article concluded that innovative classification system for pmr, based on extramitral cardiac involvement, carries significant prognostic implications for clinical outcomes following teer. Integrating this classification system into clinical decision-making could enhance risk stratification and optimize the timing of teer in these patients. [The primary author and corresponding author was raj makkar at cedars-sinai medical center institution with corresponding email raj.makkar@cshs.org]. The time frame of the study was november 2013 to august 2020. A total of 322 patients were included in this study, of which 322 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4), unk mitraclip. Peri and post-procedural complications included prolonged hospitalization, heart failure, and death.